Event description:
It was reported that the patient wasn't meeting the goal temperature (during therapy, blanket/wrap contact surface temperature not warm enough). There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported. It was confirmed by the user that the unit was functioning correctly.

Manufacturer narrative:
It was confirmed by the user that the unit was functioning correctly. Section h codes have been updated.

Event description:
It was reported that the patient wasn't meeting the goal temperature (during therapy, blanket/wrap contact surface temperature not warm enough). There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.